Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be investigated due to a blank display screen issue. A battery compartment crack was observed. Leak testing revealed a battery compartment leak. No damage or defect was found to the returned battery cap. Moisture was observed behind the display lens and on the pump¿s internal components.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a intermittent power (damage (battery cap crack) with moisture ingress (battery compartment)) issue. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.